Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during sst testing an 840 ventilator alarmed that the o2 sensor was out of calibration. Calibrated the o2 sensor, the calibration passed. The device was not in use at the time of the event.